Event description:
Appears to potentially be intermittent loc in the rv. Rep agreed, stating that the manual threshold today had less than a 0.5 v safety margin. Rep said md is choosing to increase output and monitor over the weekend. It was determined it was loc and the plan was to change the output to ensure capture. Hypotension 73/57 (67) on arterial blood pressure reading on provided surface tele strips. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).